Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of fatigue. There was also report of low impedances, noise and polarity switch on both the right ventricular (rv) and the right atrial (ra) leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.